Event description:
The hcp reported that the pt's pump had flipped and was revised. During the revision, the catheter was aspirated and trimmed. The catheter was not primed post revision. The pt experienced withdrawal symptoms. The type of medication being delivered via the pump was not reported; however, the concentration was reported as 10mg/ml at a daily dose of 1.228 mg/day. Additional information had been requested, a follow-up report will be submitted if additional information becomes available.